Event description:
Started noticing a trend in r wave decrease (B)(6). Began monitoring r wave monthly. (B)(6) 2009 performed conversion test to evaluate affectiveness of lead. Increased length of time between checks after conversion test. (B)(6) 2010 r wave down to 2.8. It was decided at that time to replace lead. Reason for use: cardiac arrest.